Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported difficulty to advance, difficulty to remove, break, and stretched guidewire appear to be related to operational context. In this case, it is likely that the patient¿s anatomical conditions or implanted stent had caused the reported difficulty to advance and difficulty to remove which resulted in the reported guidewire stretching and break. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion. However, the device was stretched, unraveled due to resistance with stent placement. Also, there was resistance during removal. The core was separated but held together by the coils. Therefore, the device was removed and another pressurewire x, wireless device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.